Event description:
The customer called to report a blank display after dropping the insulin pump. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. No blank display was noted after testing the insulin pump with a non-corroded battery cap.